Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that the representative suspected that the instrument was introduced too close to the patient tracker and the navigation system reverted. No additional information was provided.

Event description:
Medtronic received information that, while outside of a procedure, the application software would revert to the registration task when an instrument was brought within close proximity of the emitter. There was no patient present when this issue was identified. No additional information was provided.